Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that it feels like the ins is coming out. Patient stated that they can feel the whole parts of the ins and they can move it up and down. Patient confirmed that they have not had any falls or trauma but they have had a weight loss of about 20 pounds. Patient states that about a week ago, they noticed that when they laid down, they could feel it felt different and it was like it was flipping. The patient was redirected to their healthcare provider to further address the issue.